Manufacturer narrative:
The reported air aspiration could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.

Event description:
During the procedure, air was aspirated into the syringe from the extension port of the sheath. Following insertion of the sheath into the patient and prior to inserting the catheters into the sheath, air was aspirated into the syringe. Several aspirations were attempted with no resolution. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.